Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. Philips technical support provided service bulletin showing the current style of manifold, the differences and how the manifold mounts. Also, provided parts ID for the manifold with bracket. Tech support provided information about the manifold to resolve this issue, case is closed.

Event description:
Customer reports o2 transport manifold leaking. No patient/user harm reported. Event date not specified; estimate used.